Event description:
While a hospital employee was trying to read just an incorrectly positioned, loaded rack that had already been placed inside the washer, the front top panel of the washer came loose and fell onto the employee's neck. He was injured but did not miss any workdays and was able to resume work shortly after the incident.

Manufacturer narrative:
The loose panel was inspected and found to have been insufficiently secured with screws after a routine maintenance check conducted by the manufacturer's service team two weeks before the incident occurred. The panel has been reattached securely to the washer.

Manufacturer narrative:
It has been confirmed that the injury to the employee was minor. The panel fell on his neck, causing pain from the impact, but he suffered no bruises, bumps, or any other specific type of injury. He was able to return to work the same day. The following fields were modified in this supplement report: b4, g3, g6, h2, h6, and h11.